Manufacturer narrative:
No relevant manufacturing issues were found. Device was confirmed to be fractured upon inspection. Based on the information provided and material analysis performed on the returned device, the possible root cause of the reported event is patient's tight disc space.

Event description:
It was reported that; the doctor reported to sales rep that an implant had been broken during implantation. It was further reported that an backup implant was available and used to complete the surgery but no other additional medical intervention or adverse consequences for the patient.

Event description:
It was reported that; the doctor reported to sales rep that an implant had been broken during implantation. It was further reported that an backup implant was available and used to complete the surgery but no other additional medical intervention or adverse consequences for the patient.